Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the pump alarming that the set was occluding when it was not could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20026414 was performed. The search showed that a total of 8,643 units in 1 lot number was built on 18feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that as lvp 20d 1.2m was occluded. The following information was provided by the initial reporter: material #: 2202-0007 batch #: 1020026414. It was reported alaris pump alarmed occlusion while infusing lipids. Description summary: alaris pump alarming occlusion on patient side only for tubing infusing lipids. Patient line assessed not occluded. After disconnecting line from patient, infusion restarted and pump continued to alarm occluded. Was there an injury: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m was occluded. The following information was provided by the initial reporter: material #: 2202-0007, batch #: 1020026414. It was reported alaris pump alarmed occlusion while infusing lipids. Description summary: alaris pump alarming occlusion on patient side only for tubing infusing lipids. Patient line assessed not occluded. After disconnecting line from patient, infusion restarted and pump continued to alarm occluded. Was there an injury: no.